Event description:
The customer reported to olympus that the evis lucera elite xenon light source had flashing and image distortion. The event occurred during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was noise in the image due to defective circuit board. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the noisy image due to defective circuit board, additional findings are as follows: some indicators on front panel were off; the scope socket was rusty, loose, and had water stains; and the capacitor was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.